Event description:
--

Event description:
Boston scientific received information that during a routine follow-up, pacing impedance measurements less than 200 ohms were noted. As insulation damage was suspected, a lead revision was planned. A portion of the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A portion of the lead will be returned. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Only the terminal segment of lead was returned, the lead was severed 7 cm from terminal pin. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.